Event description:
The customer reported that the aq2015a three piece silicone lens cracked as it was opening up in the eye. The incision was enlarged, the lens was removed and two sutures were required after the replacement lens was implanted. The reporter stated the lens was properly loaded and there appears to be an issue with the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Visual inspection of the returned product showed a tear across the optic and a clear surgical residue on the lens. Conclusion: (other) based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. Qe has opened a CAPA to investigate issues involving cracked optics on the silicone lenses. Once the investigation is completed a supplemental medwatch will be submitted. (B)(4).